Event description:
It was reported that during prophylactic generator replacement, the surgeon identified that the lead was broken down and severed and replaced the lead as well. It was later reported that the lead was found to be frayed. The explanted lead was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Product analysis was completed for the generator on 06/30/2015. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Product analysis was completed for the lead on 07/14/2015. Analysis of the returned lead portion confirmed abraded opening of both outer and inner tubing sections, exposing conductive quadfilar coils. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. Scanning electron microscopy was perform and identified the area on three of the coil strands as having the appearance of being cut. The fourth coil strand was broken and identified as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Pitting was observed on the coil surface. The observed pitting is most likely associated with a coil that remained attached to a generator whose output remained 'on' following explant until it was received for evaluation. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.